Manufacturer narrative:
We are currently waiting for the device to be returned for evaluation. Device was used for treatment, not diagnosis. If information is obtained that was not avail able for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During insertion a hole in the lumen was noted. Device was replaced. Iatrogenic damage cannot be excluded as a cause.

Manufacturer narrative:
Device was returned for evaluation but was received in three (3) pieces. The lumen was cut approximately 0.01cm from the hub. A section of the lumen approximately 16 cm in length, as well as another section approximately 39 cm in length was also returned. It is not possible to determine which of the segments returned aligns with the hub. The exact location of the hole was not reported. With the lumen in pieces it is not possible to attempt to flush the lumen to determine the location of the hole. The PICC was flushed and no leaks were detected. With the device returned in pieces further evaluation is not possible. A root cause cannot be determined. Device was used for treatment, not diagnosis. If information is obtained that was not avail able for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Multiple requests for device return were unsuccessful. Video provided does confirm a leak in the lumen of the device. Information provided states that damage to the lumen by healthcare providers cannot be ruled out. Without an evaluation of the device a root cause cannot be determined. No further investigation is possible. If the device should be returned for evaluation the complaint will be reopened and the issue further investigated. Device was used for treatment, not diagnosis. If information is obtained that was not avail able for the initial medwatch, a follow-up medwatch will be filed as appropriate.